Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
An explanted device was received by the investigations team. As per device explantation report form the reason for the explantation was 'implant defect'. Additional information has been requested.

Manufacturer narrative:
Conclusion: device investigation revealed damage to the conductive link, likely caused by minute device mobility. The problems described in the patient report appear to match the damage found. Other damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
It was reported that an explanted device was received by the investigations team, with the reason given for the explantation 'implant defect'.